Manufacturer narrative:
Device identifier #: (B)(4). The mayfield base unit was returned for evaluation: failure analysis - the unit was received with the base handle having been closed without the 6-inch transitional installed and deformed the hole. The teeth were worn on the 6-inch transitional and required replacement. The shock cushion and ¼ inch pin were worn and the adjustment wrench had worn threads. Complaint confirmed via inspection of the unit. The handle was closed without the transitional being inserted. This caused the opening to become misshapen. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00478.

Event description:
This is 2 of 2 reports. A customer reported that the a2101 mayfield ultra base unit would not lock. There was no known patient injury or surgery delay.